Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged from the atrium. This lead has been abandoned surgically and another lead was successfully placed. No adverse patient effects reported.